Event description:
In 2006, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Following successful deployment of the gore excluder aaa endoprosthesis devices, it was noted that the right common femoral artery was torn secondary to use of the gore introducer sheath. An endarterectomy and patch angioplasty were successfully performed to repair the artery. The pt tolerated the procedure.